Event description:
Customer reported that while washing an hbsag microwell plate on osp, the washer appeared to over wash the plate and no alarm was generated. No death or serious injury was associated with this incident.